Manufacturer narrative:
A beckman coulter filed service engineer (fse) was dispatched to the customer site to investigate the issue. During routine troubleshooting, the fse found that the aspiration valve for sample dispensing had malfunctioned. Replacement of the aspiration valve resolved the issue. All verification checks were within specification. The failure mode of this event was a defective aspiration valve. (B)(4).

Event description:
A customer in france reported their au680 clinical chemistry analyzer generated false high ion selective electrode (ise) patient result. False high erroneous patient results were generated for sodium, potassium and chloride. The erroneous results were not reported out of the laboratory. There was no report of change in patient treatment. There was no report that quality control (qc) recovery on the day of the event was outside specification.